Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz2068 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recz2068) have been reported from the same facility.

Event description:
It was reported that a plastic piece from a port needle broke off while patients port was being deaccessed. This occurred twice. This report addresses the second device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken safety mechanism is confirmed; however, the exact cause is unknown. One 19 g x 1.0 in. Powerloc winged infusion set with a y-site was returned for evaluation. An initial visual observation showed some use residue on the returned sample. One of the tabs of the clear base of the safety mechanism was observed to be broken at its base but still attached at one corner. A microscopic observation revealed the facture surface was rough, uneven, and angled. Cracking was observed extending from the corner of the break that was still attached to the rest of the base. Some plastic deformation was observed on the edges of the fracture. The angle of the fracture surface as well as the observed plastic deformation suggest the tab of the base may have fractured during de-accessing the port; however, the exact cause of this fracture is unknown. Possible contributing factors of this failure include excessive force during de-accessing, de-accessing technique, and damage during storage or handling. A lot history review (lhr) of recz2068 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recz2068) have been reported from the same facility.

Event description:
It was reported that a plastic piece from a port needle broke off while patients port was being deaccessed. This occurred twice. This report addresses the second device.